Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months and twenty-two days post second port placement, patient was admitted to long island jewish hospital for right side port infection. On the same day, chest x-ray showed right chest wall mediport catheter terminates around the cavoatrial junction. Around one day later, patient underwent evaluation of right sided chest wall and port under fluoroscopic guidance demonstrated right subclavian chest port with catheter tip in the right atrium. The port aspirate and flushes freely. Recommended port removal and new port placement. Around three days later, patient underwent venous port and subclavian port removal. The port and catheter were removed in their entirety. Insertion of right sided single lumen tunneled chest port, with catheter tip in the expected location of the cavoatrial junction. Therefore, the investigation is confirmed for the reported infection based on medical records. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through the litigation process that three months and twenty-two days post a port placement via the right subclavian vein, the patient allegedly developed infection. Reportedly, the port was removed and replaced. However, the current status of the patient is unknown.